Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to auto mode switching (ams) was observed on the atrial lead. The patient was brought into clinic and testing was positive for myopotentials in several configurations. Programming changes to reduce sensitivity were made. The patient's condition was stable.